Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage on electronic assembly. The device also was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was alarming when the customer woke up. It was stated that it was a steady tone and the battery had to be removed. When inserting the new battery, the insulin pump will not turn back on. Blood glucose value is 315 mg/dl. Customer stated that the device has son scratches on the screen. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment and spring is either damaged or corroded. Customer inserted the new aaa alkaline battery and the display did not return. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.